Event description:
A high readings issue was reported with the adc sensor. The customer reported experiencing hypoglycemia with symptoms described as nausea, sweating, dizziness, and a loss of consciousness, reporting a reading of 98 mg/dl from the sensor scan in comparison to a reading of 64 mg/dl obtained on a competitor brand device. However, the customer was able to self-treat with a glucose table after regaining consciousness. No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor 0e6dauhcq has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cased. An internal visual inspection was performed on the sensor¿s pcba (printed circuit board assembly) and no issues were observed. The returned battery voltage was measured to be within specification range. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section (h10 - additional mfg narrative ) was incorrectly documented in the previous report. Correction has been done.

Event description:
A high readings issue was reported with the adc sensor. The customer reported experiencing hypoglycemia with symptoms described as nausea, sweating, dizziness, and a loss of consciousness, reporting a reading of 98 mg/dl from the sensor scan in comparison to a reading of 64 mg/dl obtained on a competitor brand device. However, the customer was able to self-treat with a glucose table after regaining consciousness. No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. Watermark was observed at the base of the sensor tail. The sensor was de-cased and visual inspection was performed on pcba(printed circuit board assembly), no issues were observed. The battery was measured and it was within specification range. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc sensor. The customer reported experiencing hypoglycemia with symptoms described as nausea, sweating, dizziness, and a loss of consciousness, reporting a reading of 98 mg/dl from the sensor scan in comparison to a reading of 64 mg/dl obtained on a competitor brand device. However, the customer was able to self-treat with a glucose table after regaining consciousness. No further treatment was indicated. There was no report of death or permanent injury associated with this event.